Event description:
Health care professional reports cracked arterial header on reused dialyzer found during reuse. Per the health care professional, there was no pt injury associated with this report.